Event description:
The medical surveillance specialist (mss) classified this complaint based on the customer service rep (csr) documentation. The reporter contacted lifescan on (B)(6) 2010, alleging that the pt's onetouch ping meter was reading inaccurately low compared to another meter. The pt obtained blood glucose results of "65 mg/dl" on the subject meter and "174 mg/dl" on another meter within 30 minutes of each other. Based on statistical methodology, the calculated difference of the results exceeded the expected value of <=30%. The pt reportedly was feeling tired prior to the reported issue, but did not receive any form of treatment. The csr attempted to walk the reporter through a control solution test, but the reporter did not have any control solution. Replacement products were sent to the pt. There is no indication that the product caused or contributed to any adverse event. The pt's symptoms started before the reported issue first occurred and the symptoms did not meet the criteria for a serious injury. There was no indication that the pt's symptoms deteriorated since the pt did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the reported results did not meet lifescan's accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.